Event description:
(B)(6) selling contact lenses to pts without contact lens prescriptions / contact lens exams. Pts being seen with bacterial conjunctivitis as a result - vision threatening. As an optometrist I have seen these pts able to order contacts online without contact lens prescriptions or any verification. FDA safety report ID # (B)(4).